Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 11 states, "wear and/or deformation of articulating surfaces." Under warnings, it states, "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-00272 / 01252) product location unknown.

Event description:
It was reported patient underwent a left total hip arthroplasty approximately 20 years ago. Subsequently, a revision procedure was performed on (B)(6) 2016 due to wear and instability. During the procedure, the surgeon cemented the acetabular liner into the acetabular cup. The femoral head and acetabular liner were removed and replaced. It was further reported the patient underwent a revision procedure on (B)(6) 2016 due to dislocation. During the procedure, the surgeon cemented the acetabular liner into the acetabular cup. The femoral head and acetabular liner were removed and replaced.